Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the rep was unable to interrogate due to the patient having an older system implanted since 1984. The patient was going to follow-up with a neurologist.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
A manufacturing representative (rep) reported that the device stopped working. It was noted that the patient was implanted in 1984. The rep was scheduled to meet with the patient on (B)(6) 2015. The event occurred in (B)(6) 2015. To the rep it sounded like the patient wanted to continue with the therapy, and that he would need a complete system replacement. A couple days later the rep reported that the patient was complaining of increased pain and did not feel stimulation. The rep had not met with the patient yet to determine his status. The patient was working on an appointment with his primary care physician (pcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.